Event description:
The pt was being fed using a pump. 1000ml of an enteral feeding solution was hung, and the pump was set to deliver 70ml/hr. When checked at 1530, resident's face was flushed, not responding per usual. Checked blood sugar, chemstick reading 22, gave 2 glasses of juice, readings 42, 49, 57, 69, 81, 89, and 119. Turned pump to 100 ml/hr for 2 hours then back to 70 ml/hr. There was no injury, illness, or medical intervention resulting from this event. Note: date of event reported above is approximate. One pt involved.